Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. A new lead was placed. No additional adverse patient effects were reported. Additional information was received indicating the ra lead had exhibited loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.